Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed low battery. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.

Event description:
The customer reported via phone call that they tried 16 different batteries on insulin pump but still insulin pump said that no battery. Customer reported that the insulin pump had low battery and now it is saying less than 30 minutes. The customer¿s blood glucose was 71 mg/dl. Troubleshooting was done for low battery alarm. Customer was not used rechargeable batteries. Customer was able to had full battery appear on screen again. No further assistance was needed. The insulin pump will not be returned for analysis.